Event description:
According to available information, this device required explantation due to an infection and oozing pus. A malleable device was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, two cylinders and a reservoir were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection and oozing pus, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.